Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an extension set had been disconnected to draw labs with a curos tip applied to the end of the set. The nurse removed the tip, waited until the alcohol was dry and when reconnecting the tubing the spin collar broke off. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar broke off was confirmed. In addition to the suspect set, two damaged male luer collars and several broken off pieces of the collar were received. Visual inspection of the set showed the collar was not attached. One of the broken off male luers had a vertical crack in the direction of fluid flow, extending from end to end of the collar. The crack was wide and although some of the broken off pieces were received with the sample, it appears that the collar diameter may have been further widened by the insertion/attachment of the curos tip cap. Many white markings were observed on the collar which are also an indication of stress. A vertical and horizontal crack was also observed on the other male luer collar, accompanied by white stress markings in various locations on the collar. Functional testing was deemed unnecessary due to the crack. The root cause is identified as prolonged exposure of 70% ipa to the male luer tip from the attached curos caps, which can cause stress cracking. Previous investigations have shown that possible factors include high hoop stress or outside force from use and over-tightening of the male luer either during connection or disconnection with a mating component or tool, application of aggressive disinfectants/cleaning agents, and extended use and repeated connection/disconnection of the component. Although the customer reported that the alcohol was allowed to dry after removal of the curos cap, the luer had already been subject to prolonged exposure to the 70% ipa while the curos cap had been applied.

Event description:
The customer reported that an extension set had been disconnected to draw labs with a curos tip applied to the end of the set. The nurse removed the tip, waited until the alcohol was dry and when reconnecting the tubing the spin collar broke off. There was no patient harm.